Event description:
Implant didn't achieve osseointegration, implant was completely covered with bone, thread tap used, bisphosphonate treatment, smoker, inadequate bone quality/quantity, simultaneous bone augmentation, pain, swelling, mobility. Hiv patient on bisphosphonate therapy (6 months of medication already discontinued) is at increased risk for implant loss. Implant 46 is stable, 47 was explanted.